Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for calcium gen.2 (ca) on two patient samples. Of those two, it was determined that one sample had erroneous ca results that were reported outside of the laboratory. The initial ca result was 4.7 mg/dl and was generated at 06:10. This result was released outside of the laboratory to the nurse. The sample was repeated on the same instrument and generated a repeat ca result of 8.5 mg/dl. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot number of the ca reagent in use was 68888501, with an expiration date of 09/30/2014. The field service representative found the gear pump pressure was low. He adjusted the gear pump pressure. He also checked rinse mechanism dispense levels, external and internal probe wash levels, along with sample and reagent probe alignments. All items checked good. He also performed a precision check, which passed.